Event description:
It was reported that this peritoneal dialysis (pd) patient is in the hospital due to peritonitis. Upon follow up, it was confirmed that the patient was not diagnosed with peritonitis. The patient went to the hospital on (B)(6) 2025 due to not being able to drain and had a pd catheter manipulation on the (B)(6) 2026. The patient was discharged with low fills. No further information provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).